Event description:
The report from the field indicated that the product leaked when applying negative pressure. The product was reported to have not been used in the pt. There was no reported pt injury. Additional info was requested but is not available.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional info will be submitted within 30 days upon receipt.